Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h138 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot h138 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The provided photograph shows a luer lock syringe attached to the needle-free injection port on the treatment bag. The customer reported they observed a leak coming from the needle-free injection port after injecting methoxsalen into the treatment bag using the luer lock syringe. The leak could not be verified based on the provided photograph. A device history record review did not identify any related non-conformance's and this kit lot had passed all lot release testing. The customer complaint was not verified; therefore, a root cause could not be determined. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed fluid leaking from the needle-free injection port on the treatment bag. The customer reported the leak occurred after they injected methoxsalen through the needle-free injection port using a luer lock syringe. The customer reported they left the luer lock syringe in the port and completed the treatment. The customer reinfused blood manually to the patient using a blood filter. The customer stated the patient was stable. The customer returned a photograph for investigation.